Event description:
N/a.

Manufacturer narrative:
Analysis: the advanta v12 covered stent delivery system was returned and evaluated to determine the cause of the complaint. Upon initial inspection the 10mm x 38mm balloon had become separated from the catheter shaft at the intersection of the proximal balloon bond where the balloon is welded to the catheter shaft. The balloon was still in the distal end of the cook introducer sheath. The stent was not present and was presumed to have been deployed. This contradicts the events as described in the complaint details as the information stated that the device had not been placed into the introducer sheath. The introducer sheath tip where the balloon was stuck had the very tip of the introducer sheath prolapsed inward was making the diameter of the tip of the sheath much smaller. The balloon was pulled out of the introducer sheath and the balloon proximal balloon weld was still intact. The shaft had necked down to a smaller diameter and broke just prior to the proximal balloon weld. The balloon also had an extremely tight bend to it. The balloon shows that there was possibly a bolus of fluid still left in the balloon prior to attempting to pull the balloon back through the introducer sheath. The instruction for use supplied with the advanta v12 covered stent delivery system specifies to allow the balloon to deflate for a minimum of 40 seconds prior to withdrawal. In this case it would appear by the condition of the balloon that the contrast media had not fully exited the balloon. When this occurs, when pulling the balloon back through the sheath, the remaining fluid within the balloon gets pushed to the distal end of the balloon as the device is slowly compressed as it enters the introducer sheath. This causes a bolus of fluid to form creating a plug at the distal end of the introducer sheath. The image below shows that the distal end of the balloon had not been fully deflated causing the distal tip of the cook introducer sheath to prolapse inward. From the instructions for use: aw010757 rev aa: ¿deflate the balloon by pulling vacuum on the inflation device to its maximum volume for 40 seconds. Verify full balloon deflation via fluoroscopy before proceeding.¿ ¿warnings and cautions: do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered.¿ the product device history records have been reviewed for the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check. During the process of manufacture the proximal balloon bond is tested to ensure the integrity of the bond. The data provided within the device history records show that the minimum break force between the catheter shaft and balloon was 27.7 newton¿s (n). The minimum requirement is 15 n as specified in the product requirements document dd008529 rev 10. The balloon weld tensile test results pass this requirement. Conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty. It is likely that the balloon was not fully deflated prior to withdrawing back into the introducer sheath.

Manufacturer narrative:
Corrected d.4 and d.10.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the stent graft got stuck in the introducer so the clinician had to back it out and discard both the stent and introducer. No harm to the patient.